Manufacturer narrative:
Sections with additional information as of 16-nov-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within 6 months tested within specifications most likely underlying root cause: mlc-030- user applied blood to strip before inserting strip into meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: syncope/fainting. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). Customer had just obtained the true metrix meter and test strips on day of call. The test strip lot manufacturer¿s expiration date is 01/21/2023. During the call, a back to back blood test was performed by the customer and produced e-2 and e-3 error messages using true metrix meter. At the time of the call, the customer stated that he felt like he was going to pass out and that he may need to call the ambulance. Customer stated that he is going back to the clinic to get his blood sugar tested (customer obtained the true metrix meter after he had left the clinic).